Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular pacing impedance was elevated and the patient was having symptoms of possible loss of capture such as periods of lightheadedness. The lead was capped and replaced. No further patient complications were reported as a result of this event.